Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect, clinical code. E2010 needle stick/puncture.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks, which is off label usage of the device on (B)(6) 2024. The area was prepared with alcohol before placing the sensor on the body. On(B)(6) 2024, the patient experienced a skin reaction with pustules and infection at the needle puncture site. An unremembered prescription oral medication was prescribed and the patient started taking the medication on (B)(6) 2024. The patient was okay at the time of the report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.